Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (zigzags on monitor screen) has been confirmed. As received, the end cap was separated and the monitor case was cracked. All three cables running from the computer/analog pca board to the auxiliary board were loose. The root cause for the end cap separation cannot be positively identified, but was probably the result of a drop or excessive force. Once the end cap and lcd were replaced, the monitor was fully functional. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient's daughter contacted zoll customer support to report there are "zig zags" on the screen where the patient's name is normally displayed. The patient was issued a replacement monitor.